Manufacturer narrative:
This is a report of a failure to follow instructions. There was no device malfunction that caused or contributed to this event.

Event description:
It was reported that the surgeon asked what the tibial / femoral sizing relationship options were for a triathlon ts knee. The sales rep explained that the sizing options are 1 up and 1 down as per the surgical operative technique. It is further reported that after an intra-op assessment, the surgeon deviated from the surgical operative technique and implanted a size 4 femur with a size 6 tibia (2 sizes down). There was no device malfunction. Pt impact is not known at this time.